Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crej2 creatinine jaffé gen.2 on a cobas 8000 c 702 module. The initial results were reported outside of the laboratory and questioned by a doctor. The samples were repeated on a second analyzer and these values were considered correct. Corrected reports were issued. The first sample initially resulted in a creatinine value of 1.37 mg/dl accompanied by a data flag. The sample was repeated, resulting in a value of 0.75 mg/dl. The second sample initially resulted in a creatinine value of 1.63 mg/dl accompanied by a data flag. The sample was repeated, resulting in a value of 0.64 mg/dl.

Manufacturer narrative:
The field service engineer could not determine a cause. The water pump and gear pump pressures were verified and there were no issues. The engineer noticed that some rinse dispense levels and probe rinse volumes were low. The system was decontaminated and the rinse levels were adjusted. The customer replaced a sample probe and the engineer replaced a reagent probe. The mechanical adjustments were verified. The customer ran calibration and controls with expected results. Precision studies were performed. The customer ran correlation studies and the results were within expectations.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.